Event description:
It was reported that there was lost of cautery ability on the surgical field. Circulator unplugged cable and plugged it back in and the device still did not have cautery capability. It was further reported that after a couple of seconds, circulator noticed a small flame coming from the cable and the cable fell to the ground.

Manufacturer narrative:
Additional information will be provided once investigation is completed.